Event description:
Our hospital deployed a new high-volume IV pump in spring of 2023, the baxter spectrum iq. Since that time, we have had numerous battery module failures. We have a total of 290 pumps and since approximately june, 15 of those have had this issue. We have several pumps sent to baxter for evaluation, but it has been a couple of months with no word back on a solution, they are said to be under evaluation. The issue does seem to be related directly to the battery module and not the pump itself as we have tried swapping modules, and the error follows it to the next pump. Manufacturer response for infusion safety management software, spectrum iq (per site reporter). Several emails asking about what we did to troubleshoot the issue.